Event description:
It was reported that a vascular dissection occurred. Procedure summary: during a transcatheter aortic valve replacement (tavr) procedure, vascular access was obtained via a mildly tortuous, mildly calcified, moderately stenotic transfemoral approach. It was noted the femoral artery was small and measured 5.3mm in diameter. The mildly calcified, severely stenotic native aortic annulus measured 19.9mm in diameter. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with one (1) inflation of an 18mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position and commissural alignment was achieved. The acurate neo2 tf ds was advanced and the acurate neo2 valve was released at the intended location. A mean aortic gradient of 2mmhg was noted. At the conclusion of the procedure, during removal of the 14f isleeve introducer sheath, bleeding occurred. The tip of the 14f isleeve introducer sheath was split. Angiography identified a dissection in the right femoral artery with no blood flow to the lower leg. In the physician's opinion, a 'sharp edge' of the 14f isleeve introducer sheath contributed to the dissection. An unknown manufacturer's guidewire was advanced and femoral balloon angioplasty was performed. Blood flow to the lower leg was restored. Manual compression was applied, and a non-bsc closure system was deployed. Patient status the patient recovered and was discharged.

Manufacturer narrative:
Device evaluation. The 14f isleeve introducer sheath was returned for device analysis performed by a bsc quality engineer. The returned device consisted of a 14f isleeve introducer sheath with the dilator pushed through the sheath and out the sheath tip. The device was visually and microscopically analyzed. Of the three expansion seam lines, two seams were expanded and the tip was split. The expansions and tip split occurred along the expansion seam line and were consistent with expected seam expansion during use and do not constitute damage to the device. Product analysis could not confirm the reported damage as the observed seam expansion was expected. Media evaluation: a video of the 14f isleeve introducer sheath was provided to assist in the investigation and was reviewed by a bsc quality engineer. The video showed the 14f isleeve introducer sheath with an expanded seam and tip split. The expanded seam of the 14f isleeve introducer sheath and the split tip occurred along the expansion seam line which are designed to expand with use to allow passage of additional devices during the transcatheter aortic valve replacement (tavr) procedure. No evidence of the reported events was provided within the media.

Event description:
It was reported that a vascular dissection occurred. Procedure summary during a transcatheter aortic valve replacement (tavr) procedure, vascular access was obtained via a mildly tortuous, mildly calcified, moderately stenotic transfemoral approach. It was noted the femoral artery was small and measured 5.3mm in diameter. The mildly calcified, severely stenotic native aortic annulus measured 19.9mm in diameter. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with one (1) inflation of an 18mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced into position and commissural alignment was achieved. The acurate neo2 tf ds was advanced and the acurate neo2 valve was released at the intended location. A mean aortic gradient of 2mmhg was noted. At the conclusion of the procedure, during removal of the 14f isleeve introducer sheath, bleeding occurred. The tip of the 14f isleeve introducer sheath was split. Angiography identified a dissection in the right femoral artery with no blood flow to the lower leg. In the physician's opinion, a 'sharp edge' of the 14f isleeve introducer sheath contributed to the dissection. An unknown manufacturer's guidewire was advanced and femoral balloon angioplasty was performed. Blood flow to the lower leg was restored. Manual compression was applied, and a non-bsc closure system was deployed. Patient status the patient recovered and was discharged.